Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reports that only downloading is possible. No more filming, filming was interrupted during the examination and can no longer be started.